Manufacturer narrative:
The customer indicated they checked the cap piercer, cleaned up the leak and cleaned the wash lines, but it still leaked during wash cycle. A field service engineer (fse) went on-site and found that cap piercer leaking was caused by vacuum tube being plugged. Fse cleared plug and replaced line. The system is now operational.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the cap piercer leaked during the wash cycle. No injury was reported.